Event description:
This system was removed due to infection. This device was replaced with a lumax 340 dr-t. There are no further adverse events reported for this pt. Also removed: lumax 340 dr-t,, MDR 1028232-2008-00484. Setrox s 53, MDR 1028232-2008-00483.